Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician first placed a proximal graft at the lsa. The physician broke scrub to wash off blood from face and then returned. The physician then advanced the distal graft in to place and deployed it. However, the distal graft was placed outside of the proximal graft and was not overlapping. As per the physician, the cause of the event was user error, in that the guide wire must have come back while breaking to scrub. This was not readily apparent nor could the doctor tell that the graft was deployed outside of the first graft. To resolve the issue, a guide wire was advanced into the lumen of the proximal graft and a distal graft was overlapped and deployed in the same lumen. The final angiogram showed no endoleaks and all visceral vessels patent. No additional clinical sequelae were reported and the patient is fine.